Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (resets) has been confirmed.  Upon investigation the monitor failed incoming testing.  The cause for the failure was isolated to shorted insulated-gate bipolar transistor (igbts) q6, q7, q8, q10, q12 and q16 on the defibrillator pca, and a shorted u409 component on the pca board. The root cause for the shorted components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was resetting.